Event description:
This information was reported publicly by the new york times. See (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. Patient p1 had difficulty breathing after treatment. After going to the emergency room, he was diagnosed with pleural effusion. Patient p1 required surgical intervention to drain his lungs of "a liter of reddish-brown liquid". Day of incident unknown but described as "soon after the he returned to home", assumed to be sometime after (B)(6) and before returning to (B)(6) on (B)(6) 2024. The article states that these treatments took place outside the united states, in (B)(6). The device was being used off-label for the treatment of cancer, outside of the united states in (B)(6).

Manufacturer narrative:
This was stated in the nyt, see (B)(6). "A start-up claimed its device could cure cancer. Then patients began dying." The new york times, january 23, 2025. The manufacturer followed up with the facility in (B)(6) where the claimed adverse events took place and with the treating physician. The facility has stated that it was not aware of any adverse events. The physician has not responded.